Manufacturer narrative:
Additional information was received on 30-jan-2025 clarifying that the device was not available to be returned as it was discarded at the hospital. The investigation was completed on 07-feb-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31531887l and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulsetm catheter and the patient experienced cardiac tamponade that required pericardiocentesis. At the end of the procedure, the blood pressure decreased, and decreased cardiac movement was confirmed by the heart shadow. Cardiac tamponade was confirmed. Pericardial cardiac drainage was performed in the catheter room, the patient¿s condition recovered. The patient left the catheter room without any problems and returned directly to the ward. The physician did not feel any discomfort with the products. It is impossible to determine at what point in the procedure the cardiac tamponade occurred. Additional information was received on 09-jan-2025. The patients outcome of the adverse event was improved. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. Additional information was received on 17-jan-2025. Patient fully recovered. The patient was discharged from the hospital on schedule. Act was around 350 sec.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).